Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2016. The customer's blood glucose was 508 mg/dl when they called the ambulance for treatment. Customer was treated with 20 units of insulin by manual injection. It was also found the customer's blood glucose was 422 mg/dl before it rose to 508 mg/dl. Customer stated the insulin pump was removed from their body 15 minutes prior to the hospitalization. Troubleshooting did not find any leaks or air bubbles present on the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.